Event description:
The dental implant fx3608swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 10 days after implantation. The doctor indicated taht periodontal disease caused the implant removal. The patient has a medical history as a diabetic and has been recovered without complications.